Event description:
It was reported that the patient with a biventricular defibrillator died one month after implant of the device. The patient's heart failure did not improve after implant. One week prior to the date of death, the patient was admitted to the hospital for worsening heart failure. The device function was normal, however, it was noted that the right ventricular lead dislodged. The physician suggested a revision; however, the patient died before the revision could take place. A cause of death was requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be process and considered accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.